Manufacturer narrative:
The biomed engineer stated that the white substance was sent to a lab for evaluation. During a preliminary evaluation it was confirmed that the substance was not a bacteria or fungus. The facility is waiting a final report, they will contact custom ultrasonics inc. When the report is available. There were no reported failures with the system 83 plus. The custom ultrasonics's service technician did properly clean the unit. The unit is currently working as intended. The biomed engineer stated that the user was back to work and processing scopes since the room has been recently re-opened. No further information available at this time, as information becomes available it will be submitted in a follow up report.

Event description:
Build up of white substance in, on and around the system 83 plus units the same substance was found on walls and air exchanges in the same department. This white substance did appear in another area of the unit. The doctors closed the unit after a user in the department checked into the ER reporting respiratory and irritation as a result of working in the room.